Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04585 and 04586).

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis. No further information has been provided.